Manufacturer narrative:
It was reported that the m540 and c700 had rebooted and did not display acoustic and visual alarms. The iacs was sent in for hardware investigation and the logs were reviewed. Hardware investigation of the cited m540 could not confirm or reproduce the reported reboot or missed alarms, however, log analysis verified that a reboot had occurred at the cockpit. The logs revealed that during the time of reboot, the cockpit also experienced a high cpu usage, which is consistent with a faulty 4gb ram. This failure can be intermittent but can cause the reported symptoms. A CAPA has been opened to address this issue.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported during patient monitoring that the c700 and m540 rebooted several times without visual or acoustical alarms.